Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "the handheld console switches itself off when removed from the dock, but the battery is good and fully charged. The handheld console can be switched back on after it switched off having removed it from its dock. The sounder does not work, and the on/off button is not that responsive." No consequences or impact to patient was reported.

Event description:
"The handheld console switches itself off when removed from the dock, but the battery is good and fully charged. The handheld console can be switched back on after it switched off having removed it from its dock. The sounder does not work, and the on/off button is not that responsive." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit's battery indicator light was found to blink continuously when docked with the rds1, indicating no serial communication, and the unit's battery was unable to be charged. Internal inspection isolated the charging and communication issue to a damaged interface connector. The unit's speaker and audio capabilities were found to function normally. The unit's system board was replaced and the unit was found to function as designed. A service history record review reveals that this unit was in the field for over ten (10) years with no previous issues related to this reported event. (B)(6).